Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that a vital-port infusion port was implanted in the patient. A week later, it was discovered that the catheter had disconnected from the port. The patient was transferred to another hospital the next day and additional surgery was performed to remove the detached catheter. No additional consequences to the patient were reported.

Manufacturer narrative:
Investigation summary: the complaint device was not returned, and therefore the quality engineering and engineering departments could not perform a physical examination. Catheter disconnect is a known failure mode of this device. It is being tracked and trended per the complaint handling processes. The instructions for use was reviewed and catheter disconnection, fracture and fragmentation are listed as potential adverse events. Also listed in the instructions for use is a warning stating "failure to adequately anchor the port to the fascia increases the risk of catheter fracture and/or disconnection which could result in catheter migration." The device history record was completed, including the manufacturing and quality control activities. All process steps were complete and signed off by trained personnel. There are no signs in the device history record to indicate that this device was shipped to the filed nonconforming. Since a physical investigation was not conducted on the device, a defect of the device or the manufacturing process is inconclusive.